Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 codes: health effect - clinical code. Medical device problem code.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The wire resorbs too quickly and breaks. The patient had disunion of scar a few days after removal of superficial stitches. The patient was treated with analgesics and antibiotics for a highly inflammatory but non-open wound. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: - please provide the name of procedure(s) for every patient case.subcutaneous stitches with monocryl 3.0 on direct sutures (then superficial stitches with filapeau 3.0, removed after 14 days. - please confirm how many devices were affected by this issue and the total number of patient cases. 4 sutures in less than a month . 4 complaints were reported : 4 different surgeries were impacted. Pc-001657882,pc-001657883, pc-001661940 and pc-001661941 are related - were there any patient consequences? If yes, please describe for every patient case. Yes, disunion of scars a few days after removal of superficial stitches in 3 patients. Very inflammatory wound but not open in 1 patient. - any medical treatment provided? If yes, please provide medicine name, strength and dose for every patient case. Yes for 1 patient: antibiotics and analgesics. No for the other 3. - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. - if medication was required, please clarify if it was prescription strength. Yes, new sutures for 1 patient, directed healing for 2 patients, analgesics and antibiotics for a highly inflammatory but non-open wound for the last patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were cultures performed? Results? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: does disunion of scars mean the patient experienced a wound dehiscence? Yes. Did the patient undergo surgical debridement? No. If no, please explain the debridement performed that is part of the natural healing process: unk. Date and name of index surgical procedure? Patient 1: (B)(6) 2024, patient 2: (B)(6) 2024, patient 3: (B)(6) 2024, patient 4: (B)(6) 2024. The diagnosis and indication for the index surgical procedure? Skin carcinomas for patients 1, 3 and 4 / melanoma for patient 2. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Spindle excision-suture under external local anesthesia. On what tissue was the suture used? Dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal or thin. How was the suture placed (interrupted or continuous)? Subcutaneous points separated with monocryl 3.0 (+ superficial points with non-absorbable filapeau). How was the suture tied (square knot or multiple knots one end)? Reversing dermal point. What tissue dehisced? Dermis. Were there any patient stress factors that precipitated the event of suture breakage post op? Unk. Onset date/time of dehiscence? (# post op days). Patient 1: after ablation of the superficial points after d14. Patient 2: same. Patient 3: 1h after ablation of the superficial points on d14. Patient 4: no dehiscence, but inflammation ++. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure: no more monocryl found in the wound. What symptoms did the patient experience following the index surgical procedure? Onset date? Patient 4 only: pain and local inflammation 36 hours after suture. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Monocryl is resorbing too fast. What is the patient's current status? All patients healed following a new suture or directed wound healing.